Event description:
The hcp reported the pt presented with an infection/pocket erosion of the device pocket. The hcp has no info on a culture being done. The pt was treated with both IV and oral antibiotics and total device system explant. The infection resolved. The pt had risk factors of debilitated status and malnutrition.